Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown when device broke. This report is for unknown plate/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Original implant date is unknown. (B)(4). The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision on (B)(6) 2016 for a removal hardware removal due to a post-operative plate breakage around one screw hole. The hardware involved were one broken plate, nine 4.5 cortex screws (all intact), and one dcs lag screw (intact). The implants were removed easily and without complications. There was no harm to the patient and no surgical time delay reported. The patient status was stable. This complaint contains two parts. Concomitant reported devices: 9 cortex screws and one lag screw. This report is 1 of 1 for (B)(4).